Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to lamp failure. In addition, accumulated dust was observed inside the unit. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp was blinking. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The repair department pointed out that the xenon lamp was weak. Its cause could not be assumed. It¿s recommended to change the lamp. Olympus will continue to monitor field performance for this device.